Event description:
Report received from (B)(6) stating that the device has "gas leaking from muffler." The device was not being using during surgery. It is unk if injury or medical intervention occurred. It is unk if a delay in surgery occurred as a result of the device issue. The date of the event is unk. There was no additional info provided.

Manufacturer narrative:
The device has been received by (B)(4). The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).